Event description:
Rn drawing up medication for pt using the kendall monoject smarttip needleless med prep cannula and sees a small gray metal shard in the fluid. The lot numbers we are currently using are 101807, 118522, 114422, 108770. Products being removed from use at this time and an alternate product being obtained.